Event description:
It was reported that the user experienced hyperglycemia with a highest blood glucose of approximately 300 mg/dl for about 30 minutes, without device alerts for sustained hyperglycemia and without occlusion notifications, while using the pump on day four; troubleshooting and education were provided remotely, and the cause of the high glucose was unclear. Symptoms included elevated blood glucose without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, no assistance required, no ketone testing, and no use of backup therapy. Investigation included technical review and user education based on the reported event and device usage context. Investigation of this case revealed no evidence of device malfunction reported and an inability to confirm a device-related problem given limited data. It was concluded that the event was nonserious and that the root cause could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.